Manufacturer narrative:
Correction: section b5: describe event or problem section corrected. The event of 1 case of rubber stopper detachment reported in the initial MDR has been captured in the related MDR 3006948883-2025-00704. Investigation results: 1. The customer returned 2 photos and 4 samples: 1) the returned photos show that in one of the photos, the septum of the sample has shifted, and in another photo, two samples' needle cores have been removed. No assembly defects were found. 2) the four returned samples show: two of the samples have not been used, and two samples have been used with the needle cores removed. No other abnormalities were observed. 3) conducted a 45psi leakage test and an 800mm simulated clinical leakage test on the 4 returned samples. All 4 samples passed the tests, with no leakage observed at any parts. 2. DHR/bhr review (lot#4323735): 1) the products of this batch were assembled at intima ii auto line 3 in dec 2024 and packaged at cfs package line in dec 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The tests passed, and no leakage is found at the septum and other parts of the sample. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual detection system conducts 100% detection, which will automatically identify and remove defective products. The visual detection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the detection. 5. During the use of the product, if the flow rate is too fast or the pressure is too high, it may also cause displacement of the septum. Sku#383064 is a 22g product. When in use, the maximum flow rate is 3 ml/sec, and the pressure at the high-pressure syringe outlet should not exceed 300 psi. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): through relevant testing of the returned samples, all tests meet the product specifications. At the same time, the plant inspected the records of raw materials for this batch of septum, usage conditions, and on-site production records, and found no abnormalities, nor any machine malfunctions, deviations, or rework behaviors. In addition, the plant conducted leakage tests on the retained sample from this batch, and the results all met the standard requirements, with no anomalies observed. Since no similar complaints have been received from other hospitals, this complaint is considered a low-probability event / isolated incident and therefore the root cause of the defect cannot be determined. The plant will continue to monitor such feedback closely and further enhance quality monitoring to ensure product safety and stability.

Event description:
Correction: event or problem: 2 cases of air leakage detected prior to injection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
1 case of rubber stopper detachment. 2 cases of air leakage detected prior to injection. Was a power injector used to administer fluid via the device? During contrast-enhanced CT examination, pressure: 3. Can specific dates for each malfunction be provided? If so, please list them. On (B)(6): 1 incident on (B)(6): 2 incidents.